Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm multiple times. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 87 mg/dl. The customer's mother reported that they inserted a new sensor and his blood glucose was 102 mg/dl and after calibration sensor glucose 98 mg/dl, they took another stick it was blood glucose 83 mg/dl and sensor glucose was 86 mg/dl. The customer¿s sensor suspended sensor glucose levels were 78 mg/dl, 68 mg/dl and 60 mg/dl. The customer¿s blood glucose level was 87 mg/dl and sensor glucose level was 55 mg/dl. The customer was treated with insulin. The insulin pump suspended and sensor glucose was 50 mg/dl. The customer's blood glucose level was 140 mg/dl and sensor glucose level was 75 mg/dl at the time of call. The customer was advised to check blood glucose and call if any problem persists. The sensor will not be returned for analysis.